Event description:
The customer contact reported "sparks" were noted from the female end of the ac power cord. The device was programmed to deliver an unspecified medication and the delivery was started. After an unspecified length of time, the nurse noted that "sparks" were coming from the back of the device and that the plug at the female end of the ac power cord was "burned." There were no reported adverse effects to the nurse. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including, what was done with the device at the time the sparks were noted.

Manufacturer narrative:
The device was received on 06/24/2010. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).